Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on six patients. The initial na, k and cl results were reported to the physician(s). The same samples were repeated on an alternate instrument and those na, k and cl results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and did not find an instrument malfunction. The tsc determined that the customer was spinning the sodium, potassium and chloride samples at 4400 rpm, that exceeds the tube vendor specifications. The tsc instructed the customer to follow the tube vendor specification for proper sample spinning, ensure sample tubes are not partially filled and to properly maintain and replace the diluent check solution on the system. The cause of the discordant sodium, potassium and chloride results is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.